Manufacturer narrative:
Correction: d3, d4(UDI) additional info: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4(UDI), g3, h3, h6. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired. A back extruded staple was stuck in the staple cartridge. It was reported that there was staple line air leak. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there was issue with staple formation. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: reload can be repositioned before firing activation. In order to fire the instrument, once the green firing button has been activated, squeeze the handle sequentially until the lower clamp cover reaches the distal end of the cartridge slot, and the handle locks. Failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egia60amt; egia60amt egia 60 artic med thick sulu; (lot number: p1l0950s) egiaustnd; egiaustnd endogia ultra univ std stap; (lot number: p1k1241s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thoracoscopic lung wedge surgery, while being used to cut and close lung parenchyma, partial staples were not fully formed, resulting in tissue not being completely closed, with subsequent bleeding and air leakage. After replacing with a new staple and performing a second firing, the same issues occurred. Hand-suturing with thread was performed to address the incomplete closure.